Event description:
It was reported that an ilet pump displayed alert 63 indicating a haptic communication error after restart on two separate occasions, with the highest reported glucose value of 206 mg/dl and no clinical intervention required. Symptoms included no clinical signs or conditions. Outcomes included an unspecified impact. Investigation included communication with the user and receipt and inspection of the returned device. Investigation of the device engineering logs confirmed previous alert 63 notifications. The issue could not be replicated during testing. It was concluded that the cause was inconclusive due to insufficient evidence to isolate a specific component or use-related factors.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.